Event description:
It was reported that rotawire was stuck in the calcium, and perforation occurred. The 70-90% stenosed target lesion was severely calcified. A rotawire drive was selected for use. During procedure, it was noted that the rotawire was stuck in the calcium. The device was removed with a microcatheter. However, there was a perforation. The procedure was completed with the original device. There were no further patient complications, and the patient fully recovered.

Event description:
It was reported that rotawire was stuck in the calcium, and perforation occurred. The 70-90% stenosed target lesion was severely calcified. A rotawire drive was selected for use. During procedure, it was noted that the rotawire was stuck in the calcium. The device was removed with a microcatheter. However, there was a perforation. The procedure was completed with the original device. There were no further patient complications, and the patient fully recovered.

Manufacturer narrative:
Correction to h6 impact code. The returned product consisted of the rotawire drive. A visual inspection showed that the guidewire was bent and kinked proximal to the distal end. A microscopic inspection showed that the spring tip was bent. Analysis on the returned device conclude the body and spring tip bent can be confirmed. Based on the information provided and analysis performed. It is most likely the presence of anatomical conditions presented a constriction over the wire and increase the friction when the device was advancing through the lesion reducing the mobility and generating the reported issues. This investigation has been assigned an investigation conclusion code of adverse event related to patient condition.